Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after resetting the pump, the time displayed was incorrect. Tandem technical support assisted customer with correcting time. Customer's blood glucose was 254 mg/dl.